Event description:
It was reported that during a laparoscopic sleeve gastrectomy, on the third firing (green reload) with gore® seam guard the firing felt different, a little harder to fire. On the patient¿s side (sleeve side) the two inner rows no deployed; but there were a few staples in the tissue that were ¿goal post¿ in shape. The outer most row was deployed and the staples were malformed. The remnant side was fine. A second device was opened and the case was completed with no patient consequences. The first firing the surgeon used a black cartridge. The second firing the surgeon used a green reload. Bmi is unknown (male).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4) - cartridge, drivers, one piece sled. Additional information was requested and the following was obtained: per the sales rep: bmi is 54.8 conclusion: based on the photographic evidence of the subject long60a device and ecr60g cartridge, the event description can be confirmed, however, the photographs do not provide evidence relative to what may have caused the issue. Hands on analysis of the device and cartridge may provide the additional evidence needed to determine the cause of the complication. The hands-on analysis found that one long60a device was returned in good visual condition and with an ecr60g reload present. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/6. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.